Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a beckman coulter field service engineer (fse) and no parts were returned for failure analysis. Follow-up information was provided by the user facility which revealed that the reported issue was not duplicated. Functional testing performed by the customer confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The investigation was not able to confirm a device issue that could be associated with the reported event. A definitive conclusion regarding the complaint incident was not able to reached because a physical examination of the complaint device was unable to be performed.

Event description:
The following erroneous result were reported: ise (ion selective electrodes).